Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system inappropriately delivered eight shocks due to atrial fibrillation. The patient arrived at the hospital where data was analyzed. A code 1005 indicative an open circuit condition detected during shock delivery was recorded. Additionally, high out of range shock impedance measurements were observed, it was determined that the device was emitting audible tones due to this. The patient was hospitalized, and it was decided to deactivate the therapy. Eventually, it was decided to explant and replace this device. This device is not expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: e1: initial reporter first name.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system inappropriately delivered eight shocks due to atrial fibrillation. The patient arrived at the hospital where data was analyzed. A code 1005 indicative an open circuit condition detected during shock delivery was recorded. Additionally, high out of range shock impedance measurements were observed, it was determined that the device was emitting audible tones due to this. The patient was hospitalized, and it was decided to deactivate the therapy. Eventually, it was decided to explant and replace this device. This device is not expected to be returned by the healthcare facility for analysis. No further adverse patient effects were reported.